Event description:
It was reported that: "test of the brown mac line for blood draw via the brown lumen: presence of a yellowish/beige clot in the lumen. The brown line was closed according to protocol with a pulsed flush of 20 ml of 0.9% nacl and a 3 ml heparin lock on (B)(6) at 6:00 am. The distal line remained open with a continuous infusion of 10 ml of 0.9% nacl until the thrombotic occlusion clot was observed in the brown lumen. Catheter removal revealed the presence of the clot in both the proximal and distal lumens. The patient was reported as fine post the procedure with no harm or consequences."

Manufacturer narrative:
(B)(4). The report of a catheter obstructed by a clot was not confirmed through analysis of the returned sample. The customer returned one mac catheter. Two valve activated hubs were attached to both the distal and proximal extension lines. Signs-of-use were observed inside the mac catheter. Visual, dimensional, and functional analysis of the returned sample did not reveal any evidence of a clot or of any manufacturing issues with the returned catheter. The product development team noted that patient condition, catheter care practices, medication use, and dwell time may all contribute to clot formation in the mac. Clinical reviewers stated that the mac is not intended for central venous pressure monitoring and using it for this purpose may led to occlusion if higher-volume routine flushing is not performed. They also reported that the mac and psi catheter tips do not terminate centrally, which increases the risk of t hrombosis and occlusion. Additionally, left-sided placements and right-sided mid-neck insertions tend to result in higher catheter tip positions associated with a greater risk of occlusion. A device history record review did not reveal any relevant findings. Therefore, no problem was found with the returned device; however, the root cause cannot be determined as the patient conditions, catheter maintenance, and indwell time can contribute to clots forming during use. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "test of the brown mac line for blood draw via the brown lumen: presence of a yellowish/beige clot in the lumen. The brown line was closed according to protocol with a pulsed flush of 20 ml of 0.9% nacl and a 3 ml heparin lock on (B)(6) at 6:00 am. The distal line remained open with a continuous infusion of 10 ml of 0.9% nacl until the thrombotic occlusion clot was observed in the brown lumen. Catheter removal revealed the presence of the clot in both the proximal and distal lumens. The patient was reported as fine post the procedure with no harm or consequences."